Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture, increased and high thresholds, and undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) events at times. It was further reported that the right ventricular (rv) lead exhibited an increase in defibrillation impedance and high out of range (oor) defibrillation impedance. The rv lead integrity was in question. It was noted that the implantable cardioverter defibrillator (ICD) was protruding out of the pocket skin, and the ra and rv lead were hanging outside of the body. The ICD system was explanted and three days later replaced by a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 6935m62 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product ID ddmb1d4 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.